Event description:
Pt admitted to hospital for removal and replacement of saline filled breast implants and near total capsulectomies secondary to ruptured right breast implant. Pt had breast implants placed in 1982 and 1996. MFR unknown.